Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage following one day of use. A replacement tube was used and the issue resolved. There was patient involvement, no injury was reported.

Manufacturer narrative:
D9: 24-nov-2025. H3: two pictures were provided and one used unit was received for evaluation. The pictures showed a leak from the cuff of the set, and visual inspection of the returned device showed no damage or anomalies. Functional testing was performed and a leak was observed again at the cuff of the set. Upon closer inspection a stretch like damage was observed at the location of the leak. The complaint of leakage can be confirmed due to the damage observed. The probable cause of the damage is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.